Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was excessively cracked while inserting it into an unknown sheath. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device damage was noted while inserting it into an unknown sheath. The device was inspected prior to use, and no anomalies were observed. No excessive force was used during insertion. The femoral artery¿s suitability was verified via angiography or venography, with confirmation of a vessel diameter =5 mm, mild tortuosity, and mild calcification at the puncture site. The device was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of the mynx control vcd. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and was partially exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed due to the sealant sleeves¿ condition, which prevented accurate measurement of the slit length. However, the catheter working length was verified and found to be within the defined specification. The dimension was obtained using a calibrated ruler. The functional test to evaluate the insertion and withdrawal into a csi could not be performed due to the sealant sleeves¿ condition, which impeded insertion into the cordis lab sample csi. A simulated deployment test was subsequently performed to verify functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. Once the tension indicator was aligned by pulling in the distal direction, buttons 1 and 2 were depressed sequentially in the instructed order without issue. A high-magnification microscopic evaluation was conducted to examine the sealant sleeves¿ surface. During this analysis, apart from the previously observed frayed/split/torn condition, no additional anomalies were detected on the surface of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site had mild tortuosity and mild calcification within the vicinity of the puncture site), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was excessively cracked while inserting it into an unknown sheath. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device damage was noted while inserting it into an unknown sheath. The device was inspected prior to use, and no anomalies were observed. No excessive force was used during insertion. The femoral artery¿s suitability was verified via angiography or venography, with confirmation of a vessel diameter =5 mm, mild tortuosity, and mild calcification at the puncture site. The device was used in an interventional procedure with a retrograde approach. The physician achieved certification on the use of the mynx control vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present in the manufacturing position and partially exposed.